Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 initial reporter: (B)(6).

Event description:
It was reported during preventive maintenance (pm) performed by a getinge service territory manager (stm), the system 98 intra-aortic balloon pump (iabp) worked but made a loud noise during testing. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is: (B)(6). Corrected fields: e1- event site name. Updated fields: b4, d8, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6- (type of investigation, investigation findings, investigation conclusion, component code) and h11. During preventive maintenance by getinge field service engineer (fse), equipment tested before use and identified that it is making loud noise without any alarms generated. Upon further examination of the device, the fse found that compressor disconnected, 2 out of 4 fixing screw of the filter element are damaged which made it impossible to place the filter cover correctly. Also identified that pressure and vacuum hose are dry with cracks near the connection with the engine head, acoustic insulation has also started deteriorating causing dirt accumulation in the engine and overheat. Patient simulator and catheter were used for testing. Compressor was rusted internally and externally. Replaced compressor and safety disk. Unit passed operational testing and released for clinical use.

Event description:
N/a.